Event description:
It was reported that high pacing thresholds and a decrease in pacing impedance were observed. No further information was given.

Manufacturer narrative:
No medwatch form was received.